Manufacturer narrative:
Refer to the following fields for updated information: g3, g6, h2, h3, h6, h10. D11, d02 - intuitive surgical, inc. (Isi) has received the maryland bipolar forceps for evaluation. Failure analysis confirmed that the maryland bipolar forceps had a primary failure of a broken input disk to be related to the customer reported complaint. Input disk #6 was found broken into pieces inside of the housing and hairline cracks were found on grip input shafts. The root cause of broken instrument input disks is typically attributed to mishandling, most commonly caused by improper cleaning/reprocessing techniques. Failure analysis found the secondary failure of dislodged bearing to be related to the customer reported complaint and the broken input disk. The instrument housing was removed and found the instrument bearing was not properly seated at the back end. The bearing, measuring approximately 0.375" in diameter was not returned. The root cause of dislodged instrument bearings is attributed to a component failure. An additional observation that was not reported by the site and not related to the primary finding was that the instrument was found to have one or more of the housing snaps broken. The root cause of broken snaps is typically attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the (B)(6) bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A log review was performed and found that the (B)(6) bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4) and had 3 uses remaining . A site history complaint review was performed and no other complaints for this product were identified. No image or procedure video was provided for review. The maryland biopolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: a piece from a maryland bipolar forceps instrument fell inside a patient as the instrument was being removed. The piece were retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the piece to fall from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure a piece of the (B)(6) bipolar forceps instrument fell off of the instrument and inside the patient while the instrument was being removed. The piece was retrieved during the same procedure. A backup instrument was used to continue, and the procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 28-july-2021. The caller was able to confirm that there was an issue with a piece falling from the instrument, and that it was retrieved. No patient-related information could be provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.